Event description:
It was reported that the patient had neurostimulator trial about a month ago, and the wires came undone, so she was not sure how well therapy worked for her. A call was later placed to the patient regarding the circumstances that lead to the wires coming undone. The patient was towards the end and she just felt it was time for them to come out. The patient doesn¿t remember if there was any symptoms she experienced related to the wires coming undone.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).